Manufacturer narrative:
This report is being filed on an international product, alinity I anti-hbc ii, list 7p87, that has a similar product distributed in the us, anti-hbc, list number 7p64. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no further information was provided.

Event description:
The customer obtained discrepant alinity I anti-hbc results for a (B)(6). Male for pre-surgical screening. The patient sample (mq12835) generated non-reactive results of (B)(6) and (B)(6) s/co on alinity ai02008. The same sample generated repeat reactive results of (B)(6) and (B)(6) s/co on a second alinity ai02396. The customer indicated they are unsure which result is correct. No impact to patient management was reported.

Manufacturer narrative:
Investigation of the customer's issue included review of complaint activity, trending data, device history records, labeling and field data. Return testing was not completed as returns were not available. Review of trending data associated with the alinity I anti-hbc ii assay did not identify any trends. Labeling was reviewed and sufficiently addresses the complaint issue. Review of device history records for the complaint lot did not identify any non-conformances or deviations. Additionally, the overall performance of the alinity I anti-hbc ii reagents in the field was reviewed using data gathered from customers worldwide. The standard deviation to cutoff for the negative population and median values (for the negative population) for the complaint lot were within the established limits and comparable to the historical reagent lot performance. This review indicates the performance of the lot is acceptable. Based on this investigation, no systemic issue or deficiency was identified for the alinity I anti-hbc ii reagent.

Event description:
The customer obtained discrepant alinity I anti-hbc results for a 29 year old male for pre-surgical screening. The patient sample (B)(6) generated non-reactive results of 0.86 and 0.93 s/co on alinity ai02008. The same sample generated repeat reactive results of 1.15 and 1.12 s/co on a second alinity ai02396. The customer indicated they are unsure which result is correct. No impact to patient management was reported.